Event description:
Unable to adequately clean bone and debris prior to sterilization. The instrument has two parts that are welded as one device. The inner shaft has a screw type feature on the top end and a driver shaft on the other end. The pieces cannot be disassembled to verify that no debris is left inside the working shaft after cleaning. The outer shaft has small holes that are flush to the inner shaft which make it impossible to clean in between the inner and outer pieces.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad missing. The device was tested with a test handpiece and generator and the device did activate. As the tissue pad was not returned, further functionally testing could not be performed. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an open surgical procedure, the tissue pad was detached off during use. Another competitive device was used to complete the case. There were no adverse consequences for the patient. No additional information was known.